Event description:
A customer reported an issue related to low blood glucose, with their levels dropping to 40 mg/dl. The customer consumed a shake to address the low bg. Technical support assisted the customer in updating their device settings to their preference.